Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hematocrit result of 29% pcv on a patient. There was no additional patient information. I-stat hct 29% pcv, I-stat crea 0.7mg/dl, manual hct 45% pcv. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). Typographic errors noted during a review on 28-apr-2022. Corrected information: b5 product information: change from cg8+ to chem8+. D1 brand name: change from cg8+ to chem8+. D2 common device name: change from cg8+, chl to chem8+ jgs. G4 premarket identification: change from k940918 to k053110.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 23-feb-2021. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. A previous deficiency was identified for suppressed results and is being investigated in quality record (qr) (B)(4).